Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2022, reported as "a few days ago." The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eleven (11) em2400 valve sets leaked. It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.